Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2014 due to fracture of the femoral stem. The femoral stem was removed and replaced.